Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor smooth gel breast implant prosthesis. Post-operatively, the patient reported experiencing unexplained systemic symptoms such as breast implant illness, arthritis, cystic fibers disease, and pain. The patient stated she developed cancer. At this time, mentor has received very limited information regarding this event, the results of pathology/cytology report have not been provided. Additionally, she has experienced bilaterally ruptured implants which were stated to have been the result of trauma from two separate mammograms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and event were provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).